Event description:
It was reported that the monopolar curved scissors instrument orange sleeve was completely torn off during reprocessing. This was identified by isi sterile reprocessing specialist. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the orange pad printing on the tube extension was completely removed. The tube extension revealed the black coating as a result of the coating removed. This occurred during the central reprocessing of the instrument per the customer reported problem. After obtaining additional information from the site, the pad printing coating was removed using a blow hose that propelled pieces of the coating off. No additional damage was found on the tube extension. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.